Event description:
It was reported that intermittent cartridge alarms occurred. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.